Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Sinus rhythm at 69bpm with motion artifact contributed to the false detection. The patient was at the hospital at the time of the event. The patient was confused at the time of the event. The hospital staff witnessed the event. A review of the downloaded data confirms the response buttons were not pressed during the entire event. The patient remained in the hospital.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remained in the hospital. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): 07/2014 - reuse. Electrode belt (B)(4): 04/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).